Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also referenced that the patient underwent a previous procedure on (B)(6) 2006 and obtryx was implanted. It was further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that on (B)(6) 2011 the patient underwent a gynecological procedure in order to treat cystocele, rectocele, and pain and mesh was implanted. It was reported that the patient had extensive adhesions and the mesh was pulled free of the vaginal vault and was intertwined within loops of small bowel. It was further reported that these were carefully dissected apart with care not to injure the bowel. As reported, there was an area where a loop of small bowel was tightly angulated and adhered to the mesh on the sacrum. The report continued that attempts to free this up were abandoned after it became apparent that this may be causing more harm. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to emergency bowel obstruction. It was reported that following insertion of the mesh the patient experienced pain, erosion, urinary/bowel problems, dyspareunia, itching/odor and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to emergency bowel obstruction. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent laparoscopic robotic sacrocolpopexy on (B)(6) 2011 due to cystocele and rectocele.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.